Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is rec'd, a f/u report will be submitted. The device was no returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that the device did not deliver. At an unspecified date and time, the device was programmed to deliver an unspecified medication, at a rate of 250 ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported the device display was incrementing; however, no medication was being delivered. At that time, the nurse noted that the device display indicated that 95 ml fluid had been delivered and the solution bag contained a reported lot of fluid. Multiple unsuccessful attempts have been made to obtain additional info, including if the therapy was resumed using a replacement device, if there were any adverse pt effects or if medical interventions required.